Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the investigation details, the device did not overheat. It was found that the bearings on the rotor assembly are gritty do not turn freely.

Event description:
It was reported that the device overheated during qc at the account. There was no patient involvement and no allegation of adverse consequences associated with this event.